Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 27-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a power issue. During testing, the pump was powered on with the returned battery cap and the display was found to be dim and discolored. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump¿s electrical draws were tested and were found to be within required specifications. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked in the threads area and below the grip pad. There was no evidence of moisture ingress in the battery compartment. The pump cover was removed and there was no evidence of moisture, loose components, or damage to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.